Event description:
The customer reported that patient results had been miss-associated with the incorrect patient when using the vitros 350 chemistry system and reported from the laboratory. The assay and results affected were not provided to ocd when requested. Miss-associated patient results may lead to inappropriate physician action. Corrected results for the patient were issued once identified by the laboratory. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that results were miss-associated with the incorrect patient sample ID due to a manual programming error by the operator. The root cause of this event was determined to be user error. There is no evidence the vitros 350 analyzer had malfunctioned.